Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that multiple pcb assemblies within the device had failed due a failure with the external ac power adapter that connects to the device. Physio replaced the system/memory, power, and interface pcb assemblies and the cable assembly which connects the system pcb with the interface pcb. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported failure could not be determined.